Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer dropped the pump into a toilet then rinsed the pump off using water. Subsequently, the pump shut off and became unresponsive. The customer's blood glucose (bg) level was reported to be in the 300s (mg/dl). The customer stated that manual injections would be used to correct bg level. It was indicated that the customer had alternate insulin therapy available.